Event description:
Clinical information: (B)(4)- sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm epic plus mitral valve was implanted in the patient. After the implant, the patient presented to the emergency department with pleuritic chest pain. The patient also reported rapidly progressive dyspnea over the past week and being almost unbearable at rest. The patient diagnosed with pleurocardial syndrome following cardiac surgery, complicated by anticoagulation and post operative heart failure. A thoracentesis was performed on (B)(6) 2024.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.